Manufacturer narrative:
A gehc service representative performed a checkout of the equipment. The display was replaced. No report of patient involvement. (B)(4). Initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws.

Event description:
The hospital reported that, during a case, the unit had a system failure. There was no reported patient injury.